Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer¿s current blood glucose value was 250 mg/dl. The customer experience symptoms of low blood glucose value such as shaking and was unwell. The customer treated low blood glucose with glucose tablets. The auto mode was on at the time of incident. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they had software error detected alarm. Customer stated that they were able to clear the alarm. Customer reported that they received request to rewind pump. Customer reported that the insulin pump alleges over delivering. No further complications were reported. The customer will continue to use the device.